Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
Reportedly, during a previous follow-up, ventricular oversensing was observed in the stored episodes. Further follow-ups were performed with specific tests and movements but the oversensing was not reproduced. No source of emi interference was identified. Finally, during the latest follow-up some isometric tests revealed some noise (ventricular oversensing) and some pacing failure although tests of the leads were normal. Lead incomplete fracture was suspected, it was left in situ but replaced. The pacemaker was also explanted and will be returned for analysis.

Manufacturer narrative:
(B)(4)

Event description:
Reportedly, during a previous follow-up, ventricular oversensing was observed in the stored episodes. Further follow-ups were performed with specific tests and movements but the oversensing was not reproduced. No source of emi interference was identified. Finally, during the latest follow-up some isometric tests revealed some noise (ventricular oversensing) and some pacing failure although tests of the leads were normal. Lead incomplete fracture was suspected, it was left in situ but replaced. The pacemaker was also explanted and will be returned for analysis.

Event description:
Reportedly, during a previous follow-up, ventricular oversensing was observed in the stored episodes. Further follow-ups were performed with specific tests and movements but the oversensing was not reproduced. No source of emi interference was identified. Finally, during the latest follow-up some isometric tests revealed some noise (ventricular oversensing) and some pacing failure although tests of the leads were normal. Lead incomplete fracture was suspected, it was left in situ but replaced. The pacemaker was also explanted and will be returned for analysis.